Event description:
It was reported that the patient presented for routine generator change with a history of sensing noise exhibited by the right atrial lead. Low pacing impedance and high capture threshold was also noted. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Update to h6 codes for type of investigation, investigation findings, and investigation findings.